Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
The patient reported hearing beeping from their defibrillator every 4 hours (lead integrity alert) for about 2 weeks. The patient has not contacted their physician. The right ventricular lead remains in use. Follow-up attempts to acquire more information were unsuccessful. If additional information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.